Manufacturer narrative:
(B)(4)

Event description:
It was reported that: incident occured on (B)(6) 2024. The cap broke off. The device was kept but not the cap, which was discarded. Immediate action: change device patient impact: none the returned device showed that the dilator hub separated from the device.

Manufacturer narrative:
(B)(4). The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The customer provided two images showing a psi sheath/dilator assembly. The first image shows what appears to be the defective sample as visual analysis revealed that the dilator body was missing the hub. The severed hub is not pictured. The second image shows a reference graphic that points to the location of the observed damage. The customer returned one, psi sheath/dilator assembly and lidstock. The dilator was returned advanced through the psi sheath. Slight traces of biological material were observed on the dilator body. Visual analysis revealed that the dilator body was separated. The separated portion (includes hub) was not returned for analysis. The separation point on the dilator body were rough and discoloured. No other defects or anomalies were observed. Visual inspection of the separated dilator hub could not be performed to determine the nature of the break as it was not returned. The material at the point of separation showed white discoloration consistent to that of a stress-related break, however, the nature of the separation could not be confirmed without the hub returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be confirmed. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: incident occured on (B)(6) 2024. The cap broke off. The device was kept but not the cap, which was discarded. Immediate action: change device patient impact: none the returned device showed that the dilator hub separated from the device.